Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to pocket erosion. The leads and part of the device were exposed. A localized tissue infection was noted at implant site. The cause of the infection is unknown. The physician does not allege that the infection was due to the device or is procedure related. The patient was stable.